Event description:
The account alleges that during a transseptal puncture with the tsx fixed curve sheath the patient developed an air embolism with no known device problem occurring. The procedure was canceled and rescheduled. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.